Event description:
Consumer complaint of blood results reading "hi". I verified that the test strips are within expiration date (05/14/2017). The customer states that she is unsure of when the test strips were opened but knows that it has been less than four months. I asked the customer to perform a back to back blood test: hi and hi. The customer states that she stores the meter and test strips in the meter case in her bedroom. The customer is sick and recently had knee surgery. She is unsure what the expected blood results are because she isn't the one who normally cares for the customer. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for eval. Most likely underlying root cause is: strip issue.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2015).